Event description:
It was reported that the unspecified bd saf-t-intima¿ closed IV catheter system had leakage from the catheter hub junction during use. The following information was provided by the client: "venous puncture was performed on the children as instructed by the doctor to provide fluid replenishment. After the catheter was successfully punctured, fluid leakage was found at the catheter tube interface of the indwelling needle, and the indwelling needle was immediately removed. The child was crying and upset, and the family members were agitated."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.